Manufacturer narrative:
Damaged head wall nurse call connector module.

Event description:
It was reported by service report that the nurse call connector was damaged and the nurse call was unavailable. No pt involvement or adverse consequences are reported.